Event description:
It was reported that during a procedure to treat an unspecified lesion, a 7x80 mm armada 35 pta catheter was advanced and the balloon was inflated; however, the balloon could not keep the pressure. The 7x80 mm armada 35 pta catheter was withdrawn from the patient anatomy and replaced with another same size armada 35 pta catheter which had no issues. Reportedly, post procedure while examining the 7x80 mm armada 35 pta catheter a tiny hole was noted to be leaking at the distal end of the balloon near the catheter shaft. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was not confirmed; however, a leak was able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.